Event description:
Following pump replacement/revision surgery, the pt developed an infection. The date of onset and specific signs/symptoms of infection were not reported. The pump was explanted (B)(6) 2010. The pump delivered morphine 10 mg/ml at 7 mg/day. The pt had since recovered.

Manufacturer narrative:
(B)(4).